Manufacturer narrative:
The product was evaluated through manufacturing review, but the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were found. Per the package insert, metal sensitivity is listed as a known potential adverse effect. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized femoral component, catalog #: 42500605601, lot #: 63437779, persona 5-degree stemmed tibial component, catalog #: 42532006401, lot #: 63492628, persona fixed bearing articular surface, catalog #: 42511400411, lot #: 63397651. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00070, 0001822565-2018-02502, 0002648920-2018-00377, 0002648920-2018-00378. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and inflammation. The patient believes that she might be having an allergic reaction to the components.